Manufacturer narrative:
It was reported that the patient has limited range of motion and requires a replacement insert of a different thickness. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion and requires a replacement insert of a different thickness. Revision surgery is planned to exchange the poly inserts.